Manufacturer narrative:
Initial.

Event description:
It was reported that after an MRI and subsequent reconnection, the ilet pump¿s screen became unresponsive and remained black despite vibrations on wake and while on the charger; the ilet mobile app showed connection and battery charge, and a remote restart produced vibration and sound without restoring the display, consistent with a display/touchscreen problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light or display-related problem consistent with a component failure affecting the touchscreen/display. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.